Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she inserted a sensor a few days ago, and when removing it, the electrode stayed inside her body. A replacement sensor was sent to the customer. Nothing further was reported.